Manufacturer narrative:
(B)(4). Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Allergan representative reported "a case of alcl," received from a physician, in which the patient presented "with seroma, drained seroma and proceeded to surgery. Did complete capsulectomy and send capsule to pathology. Pathology conferred cd30+." Side was unspecified. Follow-up with health professional found "expanding right breast" categorized as "significant seroma." There was capsular contracture, but the baker grade was "difficult to determine due to tension caused by seroma." Device was removed and "intraoperatively noted material intracapsule that appeared old hematoma." Patient has not yet had chemotherapy or radiotherapy. "Immunohistochemistry on the malignant appearing tumor cells reveals that cells are negative for ck7, ae1/ae3, cd68, ck19, ck20, ER, cd20 and ema. Tumor cells are positive for cd3, cd30 and cd45. Immunohistochemistry supports diagnosis of anaplastic large cell lymphoma (t cell lymphoma)." Alk- marker not confirmed. This event will be captured as lymphoma.